Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300-400 mg/dl. The customer was experiencing high blood glucose for the past 3 to 4 weeks. The customer stated that he is been seeing doctor getting things checked. The customer stated he had his basal rates set up incorrectly and now he got things set like they need to be. The customer does not believe there is a malfunction with his pump. The customer did not wish to troubleshoot for high blood glucose.